Event description:
During the ptcd procedure, the guidewire would not advance any further than the stricted area. The guidewire was pulled back to withdraw, at which time the guidewire was caught by the bevel of the needle, causing its tip to be separated, leaving approximately 1.5cm of the guidewire tip in the liver. The customer advised the physician and did not remove the separated tip.

Manufacturer narrative:
Evaluation: neither the complaint device nor the lot number was provided to assist us with this investigation. Unfortunately, without the actual complaint device, it is not possible to determine with certainty how this incident may have occurred. Nevertheless, we have notified the appropriate personnel of this concern. We can advise this device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections, prior to transport.